Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4) the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe burned detritus adhesion on metal surface; the fiber exhibits scratch marks on outer flow tubing; the outer flow tube exhibits contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "the fiber beam fires straight out of fiber" @ 41,234 joules of use. The fiber was cleaned during the procedure. A second fiber was used to complete the procedure @ 150,908 joules. Patient outcome: no injury" reported.